Event description:
It was reported that 10 days post thoracic endovascular aortic repair (tevar) procedure where prior prostar xl and proglide sutures were placed in the left common femoral artery, the patient returned to the hospital on (B)(6) 2012 due to an endo leak between two of the gore endografts in the descending thoracic aorta. Reportedly, the left common femoral artery was repunctured approximately 2 cm above the original puncture site and confirmed by angiography. After suture deployment, difficulty advancing the .035 guide wire through the guide wire exit port of the prostar xl was experienced. A second guide wire was advanced successfully with considerable effort. Hemostasis was achieved with the prostar xl device. A 7 fr was removed from the site prior to prostar xl advancement. Post suture placement and device removal, a 24 fr sheath was successfully placed. The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): improper or incorrect procedure or method, per instructions for use: indications for use: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to ambulation of patients who have undergone catheterization procedures using 8.5f to 10f sheaths.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of difficulty advancing the sheath over the guide wire could not be verified or confirmed. The analysis of the returned device revealed the handle was in the backdown position, the sheath appeared normal and guidewire patency was performed and found to be normal. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.